Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
An abbott technical specialist observed a customer's fpc instrument pipette the htlv-I/htlv-ii assay and noticed the specimen failed to dispense into the well and instead clung to the fpc pipette tip. This failure to dispense specimen into the well was not flagged by the fpc. A recent abbott study using the htlv-I/htlv-ii assay demonstrated the assay is able to produce valid results when no specimen is dispensed. The ppc readings do not identify the missing specimen as invalid. Negative results are generated for wells without specimen added. This issue has the potential for generating false negative results for positive specimens with the abbott htlv-I/htlv-ii eia and/or the abbott cmv total ab eia assays. A product correction was issued. Abbott has not received any reports of adverse events related to this issue.